Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the patient's onetouch ultra meter had various issues including three dashes on display, an apply sample message displaying on meter, meter reverting to set up mode and meter testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made by a local country contact. The reporter detailed that the meter issues occurred on (B)(6) 2016. The patient does not take any medication to manage her diabetes and it is unknown what changes, if any, the patient made to her diabetes management routine in response to the alleged issue. The reporter detailed during the follow up call that the patient developed symptoms of "shortness of breath, memory loss and diaphoresis" and stated that on (B)(6) 2016, the patient visited an emergency room where she had blood and urine tests and received treatment with medication including insulin. The reporter stated that the patient obtained blood glucose results of ¿210 to 280mg/dl¿ on an accuchek meter but could not specify when. During troubleshooting the cca noted that there was no apparent misuse of the device and that it was the first time the meter had been used. All the reported issues were resolved with troubleshooting replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issues occurred.